Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. It is concluded that the device declaring elective replacement time (ert) six months after declaring two years remaining, was a result of the device recording invalid charge times. Analysis of the device could not confirm the reason for the device recording invalid charge times. There were 205 system resets that occurred after explant and resulted in the loss of some data in the device memory, preventing further device memory analysis. It is concluded that the allegation from the field was a result of the device calculating the longevity remaining using invalid charge times. The cause of the invalid charge times could not be determined.

Event description:
Boston scientific received information that this device showed two years remaining on (B)(6) 2011 and tripped elective replacement time (ert) on (B)(6) 2011. Boston scientific technical services (ts) discussed possible reasons for this to occur but stated the only way to know for sure is to have the device analyzed. The patient has had some shortness of breath lately but no additional adverse patient effects were reported.

Manufacturer narrative:
This device has been explanted and returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Additional information from the field states that the device has not been changed out. A device change out is planned at a time to be determined in the future. The device will be returned for analysis upon change out.